Manufacturer narrative:
The device was evaluated at olympus service operation repair center (sorc). Sorc checked the device and duplicated the reported phenomenon. As a result of the evaluation, the following was confirmed. -the device was automatically turned off due to a failure of the main board. -there were no other failures. The exact cause of the reported event could not be conclusively determined. Omsc confirmed the following from the investigation. -the main board was failed. -other than the reported phenomenon, there were no abnormalities inside the device. From the above, the reported event was caused by a failure of the main board. The cause of the failure of the main board could not be identified. Since no abnormalities inside the device other than the reported phenomenon were confirmed, the cause of the main board failure could not be surmised. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the power automatically turned off within a few seconds to a few minutes after the start of insufflation. This phenomenon occurred repeatedly.there was no report of patient injury associated with the event.